Event description:
While staff was transferring resident from wheelchair to bed, lower strap from lift came unhooked. The resident slipped down; however 2 staff members doing the transfer kept the resident from falling. Strap was re-hooked and transfer was completed. No apparent injury to resident or staff members.